Event description:
It was reported the device had no pacing and telemetry. The patient had been followed monthly. The device was explanted and replaced. It was also noted that the device was at end of service. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device reached normal battery depletion.

Event description:
It was reported that device had no pacing and telemetry. The patient had been followed monthly. The device was explanted and replaced. It was also noted that the device was at end of service. There were no reported patient complications as a result of this event.